Event description:
During a pci (percutaneous coronary intervention), a non-compliant balloon was introduced into the circumflex artery. Upon removal, it was noted that the balloon was not intact. Attempts were made to retrieve the balloon in the cath lab were unsuccessful. The patient transferred to the operating room for an open-heart procedure and the balloon fragment was removed. No harm to the patient.